Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one device in the wall of the utreus / embedded in the wall of my uterus"), device expulsion ("both device in my utreus one was removed"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and pregnancy with contraceptive device ("unintended pregnancy") in a 39-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included depression, anxiety, mood disorder, pituitary cyst, blood prolactin increased, nausea, insomnia, suicidal ideation, adenoma and shortness of breath. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: topamax. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included obesity, hypoprolactinemia, eczema, sinusitis and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In june 2016, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), skin disorder ("my skin was changing"), dark circles under eyes ("darkening around my eyes"), fatigue ("fatigue / extremly exhausted"), arthralgia ("hip pain"), abdominal pain upper ("stomach pain"), hypothyroidism ("hypothyroidism") and polymenorrhoea ("my cycles had begun coming on almost every week to every other week"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy ,total hysterectomy), surgery (on (B)(6) 2014; she had surgery to remove one essure) and surgery (on (B)(6) 2014; she had surgery to remove one essure). At the time of the report, the embedded device, device expulsion, device dislocation, pregnancy with contraceptive device, depression, female sexual dysfunction, migraine, headache, skin disorder, dark circles under eyes, weight increased, arthralgia, abdominal pain upper and polymenorrhoea outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and hypothyroidism had resolved and the alopecia was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, alopecia, arthralgia, dark circles under eyes, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, polymenorrhoea, pregnancy with contraceptive device, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per social media: doctor found both device in her uterus one was removed and one device in the wall of her uterus that's the one still there couldn't get it out without causing her more harm. Current weight 216 lbs. Removal date provided as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - in 2016: total bilateral occlusion . Ultrasound : did not show the right essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media: embedded device and device expulsion." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaints. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one device in the wall of the utreus / embedded in the wall of my uterus"), device expulsion ("both device in my utreus one was removed"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and pregnancy with contraceptive device ("unintended pregnancy") in a 39-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included depression, anxiety, mood disorder, pituitary cyst, blood prolactin increased, nausea, insomnia, suicidal ideation, adenoma, shortness of breath, live birth (dates of live births: (B)(6) 1995, (B)(6) 2000, (B)(6) 2014) and miscarriage (2 miscarriages.). Previously administered products included for prevent pregnancy: mirena; for an unreported indication: topamax. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included obesity, hypoprolactinemia, eczema, sinusitis, uterine bleeding and hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue / extremely exhausted"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), skin disorder ("allergic or hypersensitivity reaction type:my skin was changing"), skin discolouration ("allergic or hypersensitivity reaction type:darkening around my eyes"), arthralgia ("hip pain"), abdominal pain upper ("stomach pain"), hypothyroidism ("hypothyroidism") and polymenorrhoea ("my cycles had begun coming on almost every week to every other week"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy, on (B)(6) 2017 total hysterectomy), surgery (on (B)(6) 2014; she had surgery to remove one essure) and surgery (on (B)(6) 2014; she had surgery to remove one essure). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device dislocation, pregnancy with contraceptive device, depression, female sexual dysfunction, skin disorder, skin discolouration, weight increased, arthralgia, abdominal pain upper and polymenorrhoea outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and hypothyroidism had resolved, the alopecia was resolving and the migraine and headache had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, alopecia, arthralgia, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, polymenorrhoea, pregnancy with contraceptive device, skin discolouration, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per social media: doctor found both device in her uterus one was removed and one device in the wall of her uterus that's the one still there couldn't get it out without causing her more harm. Current weight 216 lbs. One side essure removal surgery had done on (B)(6) 2014. Removal date provided as (B)(6) 2017 and (B)(6) 2017. Discrepant information received for date of insertion of essure device-(B)(6) 2014 earlier it was reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - in 2016: total bilateral occlusion. Ultrasound : did not show the right essure. The right essure was no longer in place it was supposed to be as shown in hsg. It has migrated embedded into the wall of my uterus. ¿concerning the injuries reported in this case, the following ones were described in patients social media: embedded device and device expulsion." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: coding correction: event: allergic or hypersensitivity reaction type: darkening around my eyes with meddra llt dark circles under eyes recoded to meddra llt darkened skin. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one device in the wall of the utreus / embedded in the wall of my uterus'), device expulsion ('both device in my utreus one was removed'), device dislocation ('migration'), genital haemorrhage ('abnormal bleeding / abnormal bleeding (general)') and pregnancy with contraceptive device ('unintended pregnancy') in a 39-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "there was some difficulty with the essure". The patient's medical history included depression, anxiety, mood disorder, pituitary cyst, blood prolactin increased, nausea, insomnia, suicidal ideation, adenoma, shortness of breath, live birth (dates of live births: (B)(6) 1995, (B)(6) 2000,(B)(6) 2014), miscarriage (2 miscarriages.), hepatic cyst and asthma. Ultrasound : did not show the right essure. The right essure was no longer in place it was supposed to be as shown in hsg. It has migrated embedded into the wall of my uterus. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: topamax. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included obesity, hypoprolactinemia, eczema, sinusitis, uterine bleeding and hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 year 3 months after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue / extremly exhausted"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), skin disorder ("allergic or hypersensitivity reaction type:my skin was changing"), skin discolouration ("allergic or hypersensitivity reaction type:darkening around my eyes"), arthralgia ("hip pain/my hips started hurting so bad"), abdominal pain upper ("stomach pain"), polymenorrhoea ("my cycles had begun coming on almost every week to every other week"), dysstasia ("I could hardly stand or sit") and sitting disability ("I could hardly stand or sit") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2014; she had surgery to remove one essure and on (B)(6) 2017 bilateral salpingectomy ,on (B)(6) 2017 total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device dislocation, pregnancy with contraceptive device, depression, female sexual dysfunction, skin disorder, skin discolouration, weight increased, arthralgia, abdominal pain upper, polymenorrhoea, dysstasia and sitting disability outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and hypothyroidism had resolved, the alopecia was resolving and the migraine and headache had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, alopecia, arthralgia, depression, device dislocation, device expulsion, dysmenorrhoea, dysstasia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, polymenorrhoea, pregnancy with contraceptive device, sitting disability, skin discolouration, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per social media: doctor found both device in her uterus one was removed and one device in the wall of her uterus that's the one still there couldn't get it out without causing her more harm. Current weight 216 lbs. One side essure removal surgery had done on (B)(6) 2014 removal date provided as (B)(6) 2017. Discrepant information received for date of insertion of essure device-(B)(6) 2014 earlier it was reported as (B)(6) 2008. Patient tolerated the procedure well .essure shows there are about 3-5 coils on the right side protruding from the ostia. On the left side, there were about 11 coil. Protruding from the left tubal ostia, and a normal endometria cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina - in 2016: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media: embedded device, device expulsion, sitting disability and difficulty standing. Concerning the injuries reported in this case, the following one were reported via medical records: device difficult to use. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: social media received : reporter information were added. Event verbatim were updated as hip pain / my hips started hurting so bad. Event : I could hardly stand or sit were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one device in the wall of the uterus / embedded in the wall of my uterus'), device expulsion ('both device in my uterus one was removed'), device dislocation ('migration'), genital haemorrhage ('abnormal bleeding / abnormal bleeding (general)') and pregnancy with contraceptive device ('unintended pregnancy') in a 39-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "there was some difficulty with the essure". The patient's medical history included depression, anxiety, mood disorder, pituitary cyst, blood prolactin increased, nausea, insomnia, suicidal ideation, adenoma, shortness of breath, live birth (dates of live births: (B)(6)1995, (B)(6)2000,(B)(6)2014), miscarriage (2 miscarriages.), hepatic cyst and asthma. Ultrasound : did not show the right essure. The right essure was no longer in place it was supposed to be as shown in hsg. It has migrated embedded into the wall of my uterus. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: ortho tri cyclen, topamax, nora-be, yaz and mini pill. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included obesity, hypoprolactinemia, eczema, sinusitis, uterine bleeding and hypothyroidism. Concomitant products included lamotrigine (lamictal) from 2014 to 2016, montelukast sodium (singulair) since 2012 and paracetamol (tylenol) since 2012. In 2014, the patient experienced depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue / extremely exhausted"), insomnia ("insomnia") and sleep disorder ("sleep disturbances") and was found to have weight increased ("weight gain"). On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"), skin disorder ("allergic or hypersensitivity reaction type:my skin was changing"), skin discolouration ("allergic or hypersensitivity reaction type:darkening around my eyes"), hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity") and hypothyroidism ("hypothyroidism"). On (B)(6)2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 year 3 months after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, migraine ("migraines"), headache ("headaches"), arthralgia ("hip pain/my hips started hurting so bad"), abdominal pain upper ("stomach pain"), polymenorrhoea ("my cycles had begun coming on almost every week to every other week"), dysstasia ("I could hardly stand or sit") and sitting disability ("I could hardly stand or sit") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6)2014; she had surgery to remove one essure and on (B)(6) 2017 bilateral salpingectomy ,on (B)(6) 2017 total hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, device expulsion, device dislocation, pregnancy with contraceptive device, depression, female sexual dysfunction, weight increased, arthralgia, abdominal pain upper, polymenorrhoea, dysstasia, sitting disability, hypersensitivity, insomnia and sleep disorder outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and hypothyroidism had resolved, the alopecia, skin disorder and skin discolouration was resolving and the migraine and headache had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, alopecia, arthralgia, depression, device dislocation, device expulsion, dysmenorrhoea, dysstasia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, hypothyroidism, insomnia, menorrhagia, migraine, polymenorrhoea, pregnancy with contraceptive device, sitting disability, skin discolouration, skin disorder, sleep disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per social media: doctor found both device in her uterus one was removed and one device in the wall of her uterus that's the one still there couldn't get it out without causing her more harm. Current weight 216 lbs. One side essure removal surgery had done on (B)(6)2014 removal date provided as (B)(6)2017 and (B)(6)2017 discrepant information received for date of insertion of essure device-(B)(6) 2014 earlier it was reported as (B)(6) 2008. Patient tolerated the procedure well .essure shows there are about 3-5 coils on the right side protruding from the ostia. On the left side, there were about 11 coil. Protruding from the left tubal ostia, and a normal endometria cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Abdominal x-ray - on (B)(6)2017: results: no provided. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion; on (B)(6)2017: my tubes were blocked and the coils were correctly in place. Ultrasound scan vagina - in 2016: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media: embedded device, device expulsion, sitting disability and difficulty standing. Concerning the injuries reported in this case, the following one were reported via medical records: device difficult to use. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and social media received: new events - allergic or hypersensitivity reaction type: hypersensitivity, insomnia, sleep disturbances were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one device in the wall of the utreus / embedded in the wall of my uterus"), device expulsion ("both device in my utreus one was removed"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and pregnancy with contraceptive device ("unintended pregnancy") in a 39-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "there was some difficulty with the essure". The patient's medical history included depression, anxiety, mood disorder, pituitary cyst, blood prolactin increased, nausea, insomnia, suicidal ideation, adenoma, shortness of breath, live birth (dates of live births: (B)(6) 1995, (B)(6) 2000,(B)(6) 2014), miscarriage (2 miscarriages.), hepatic cyst and asthma. Ultrasound : did not show the right essure. The right essure was no longer in place it was supposed to be as shown in hsg. It has migrated embedded into the wall of my uterus. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: topamax. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included obesity, hypoprolactinemia, eczema, sinusitis, uterine bleeding and hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 year 3 months after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue / extremly exhausted"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), skin disorder ("allergic or hypersensitivity reaction type:my skin was changing"), skin discolouration ("allergic or hypersensitivity reaction type:darkening around my eyes"), arthralgia ("hip pain"), abdominal pain upper ("stomach pain") and polymenorrhoea ("my cycles had begun coming on almost every week to every other week") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2014; she had surgery to remove one essure and on (B)(6) 2017 bilateral salpingectomy ,on (B)(6) 2017 total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device dislocation, pregnancy with contraceptive device, depression, female sexual dysfunction, skin disorder, skin discolouration, weight increased, arthralgia, abdominal pain upper and polymenorrhoea outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and hypothyroidism had resolved, the alopecia was resolving and the migraine and headache had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, alopecia, arthralgia, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, polymenorrhoea, pregnancy with contraceptive device, skin discolouration, skin disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: per social media: doctor found both device in her uterus one was removed and one device in the wall of her uterus that's the one still there couldn't get it out without causing her more harm. Current weight 216 lbs. One side essure removal surgery had done on (B)(6) 2014 removal date provided as (B)(6) 2017 and (B)(6) 2017 discrepant information received for date of insertion of essure device-(B)(6) 2014 earlier it was reported as (B)(6) 2008. Patient tolerated the procedure well .essure shows there are about 3-5 coils on the right side protruding from the ostia. On the left side, there were about 11 coil. Protruding from the left tubal ostia, and a normal endometria cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Ultrasound scan vagina - in 2016: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media: embedded device and device expulsion." Concerning the injuries reported in this case, the following one were reported via medical records: device difficult to use. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: medical records received: event device difficult to use was added. Medical history were added. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one device in the wall of the utreus"), device expulsion ("both device in my utreus one was removed"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), alopecia ("hair loss") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2014; she had surgery to remove one essure), essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, pregnancy with contraceptive device, alopecia and depression outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, depression, device dislocation, device expulsion, embedded device, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: per social media: doctor found both device in her uterus one was removed and one device in the wall of her uterus that's the one still there couldn't get it out without causing her more harm. ¿concerning the injuries reported in this case, the following ones were described in patients social media: embedded device and device expulsion." Most recent follow-up information incorporated above includes: on (B)(6) 2018: per social media: following events: essure was ongoing at the time of the report. One device in the wall of the uterus and both device in my uterus one was removed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one device in the wall of the utreus / embedded in the wall of my uterus"), device expulsion ("both device in my utreus one was removed"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and pregnancy with contraceptive device ("unintended pregnancy") in a 39-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included depression, anxiety, mood disorder, pituitary cyst, blood prolactin increased, nausea, insomnia, suicidal ideation, adenoma and shortness of breath. Previously administered products included for prevent pregnancy: mirena; for an unreported indication: topamax. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included obesity, hypoprolactinemia, eczema, sinusitis and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), skin disorder ("my skin was changing"), dark circles under eyes ("darkening around my eyes"), fatigue ("fatigue / extremly exhausted"), arthralgia ("hip pain"), abdominal pain upper ("stomach pain"), hypothyroidism ("hypothyroidism") and polymenorrhoea ("my cycles had begun coming on almost every week to every other week"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy ,total hysterectomy), surgery (on (B)(6) 2014; she had surgery to remove one essure) and surgery (on (B)(6) 2014; she had surgery to remove one essure). At the time of the report, the embedded device, device expulsion, device dislocation, pregnancy with contraceptive device, depression, female sexual dysfunction, migraine, headache, skin disorder, dark circles under eyes, weight increased, arthralgia, abdominal pain upper and polymenorrhoea outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and hypothyroidism had resolved and the alopecia was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain upper, alopecia, arthralgia, dark circles under eyes, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, polymenorrhoea, pregnancy with contraceptive device, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per social media: doctor found both device in her uterus one was removed and one device in the wall of her uterus that's the one still there couldn't get it out without causing her more harm. Current weight 216 lbs. Removal date provided as (B)(6) 2017 and (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan vagina - in 2016: total bilateral occlusion . Ultrasound : did not show the right essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media: embedded device and device expulsion." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, my skin was changing, darkening around my eyes, dysmenorrhea (cramping), fatigue, weight gain, hip pain, stomach pain, hypothyroidism, my cycles had begun coming on almost every week to every other week", reporter, lot number, historical condition added from pfs. Historical and concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), alopecia ("hair loss") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, alopecia and depression outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, depression, device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.